Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 37751 patient recharger (rtm) (serial number (B)(6) revealed corrosion. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated pt's recharger is unresponsive and won't power on. Caller stated pt has another recharger that will also not power on. Caller commented that both are charged. Tss instructed caller to connect the recharger to the desktop charger. Caller confirmed the green light illuminated on the desktop charger when connecting it to a power source. Caller pressed the green button on the recharger and it beeped three times but the screen did not power on. Tss instructed caller to allow the rechargers to charge a bit before attempting to use them. Caller stated they will call back if further assistance is needed after allowing the rechargers to charge. Additional information was received from a healthcare provider (hcp). It was reported that the rechargers are still not working and are unresponsive. Caller stated that they charged both for a long period of time. Technical services (tss) walked the caller through resetting both rechargers and both beeped 3 times and then remained unresponsive. No symptoms were reported.